Event description:
It was reported that the catheter broke close to the cuff and the pt felt pain during infusion and had an edema.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of huxh0785 showed no other similar product complaint(s) from these lot numbers.